Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. Attempts have been made to gather all product identification information and no further information has been provided. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: after the initial procedure, the patient was unwell and hospitalized. Patient was admitted for hemothorax, which was confirmed via CT scan. A surgery took place to remove old blood clots, wash out and drain placement. A definitive root cause cannot be determined. The reported event is confirmed, based on medical records. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted to update additional information in sections b4, b5, g3, g6, h2, h3, h6, h10, and h11.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This report is being submitted to update additional information in sections b4, b5, g3, g6, h2, h11.

Event description:
It was further reported that the unknown procedure was a video-assisted thoracic surgery for removal of old clots/blood, a wash out, and drain placement. No components were removed.

Event description:
It is reported that the patient underwent initial plating of 3 left-sided ribs (5, 6, 7) due to non-flail chest fractures. Subsequently, the patient became unwell with unknown symptoms and was re-hospitalized about two weeks post procedure. A surgery with unknown intervention took place to treat left sided hemothorax two days after rehospitalization. The patient was able to be discharged about ten days later. No further information or details are available at this time.

Manufacturer narrative:
Complaint (B)(4). D10 ¿ medical products item #76-2601 ribfix blu 8 hole straight plate x 3. Item #76-2412 ribfix blu screw s/d-lk 2.412mm x 8. Item #76-2410 ribfix blu screw s/d-lk 2.410mm x 10. G3: foreign source: australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.